Manufacturer narrative:
The insulin pump was received with intermittent response from all buttons due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer had high blood glucose and keypad anomaly. Customer stated the buttons are hard to press. Customer's blood glucose was 414mg/dl, treated with bolus and brought down blood glucose to 177mg/dl. Customer declined high blood glucose troubleshooting. Customer agreed to return insulin pump for analysis.